Event description:
Procedure type: lap hernia repair. According to the reporter: after the pediport was used, it was observed that one of the locking flanges were missing. The abdomen had to be reinflated. The piece could be located and removed. The case was not extended by more than 30 minutes. The caller could not provide info regarding extension of incision or how the piece was retrieved.

Manufacturer narrative:
(B)(4).